Event description:
Ous MDR - after an implantation time of about 49 months, it was reported that the ICD was in eos after about 240 charges. After exposing the lead, an insulation defect was noted. No deterioration in the pt's state of health was reported. The ICD and the lead were explanted. The date of implant was not reported for this ICD.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was eos, 261 charge processes had been documented. The memory content of the ICD as checked; interference in the ventricular channel was visible in the available iegms. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to provide therapy was checked. The antibradycardic output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. Following the detection, a charge process commenced, which was aborted, which was, however, due to the already severely discharged battery. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the observed damage. All manufacturing steps had been carried out correctly. The ICD was implanted for (B)(6) months, 261 charge processes were documented. Due to the high number of charge processes, the battery depletion is as expected.